Manufacturer narrative:
(B)(4). The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that hypertonic 3% saline (552 ml bag), was started at 0948, and expected to infuse at 20 ml/h. At 2109, the rate was decreased to 15 ml/hr. The infusion ended earlier than expected at 2300 that evening. The sodium levels were subnormal prior to the infusion, and a lab draw scheduled prior to the infusion revealed the patient remained hypo-natremic after the event. There was no patient harm as a result of the event.

Manufacturer narrative:
The customers report of an infusion completing sooner than expected was confirmed. Physical inspection noted the device to be in good condition. No obvious issues or anomalies were noted. Analysis of the pcu event log identified the rate of the infusion as 50ml/hr instead of the expected 20ml/hr noted in the description of the complaint. At this rate, the pump completed (kvo) the initial programmed infusion at 8:00 pm; infusing a total volume of 501.67ml as expected per programming parameters. 5 minutes later, the pump was programmed to infuse an additional 100ml at the same rate (50ml/hr). At 9:10 pm, the rate of the infusion was changed to 15ml/hr by the user. The pump module alarmed for air in line at 10:51 pm which may have been a result of the bag being empty. The device was channeled off three minutes later. The total volume infused by the pump was 580.88ml. In conclusion, log results confirmed the user incorrectly entered an infusion rate of 50ml/hr instead of the intended 20ml/hr, which resulted in the medication infusing faster, and completing sooner than expected. Rate accuracy testing was performed and the device was within specification. Functional testing of the primary set identified no leaking or anomalies. The root cause of the customers report of an infusion completing sooner than expected was identified as user programming.